Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 584 mg/dl with ketones present. Bg was addressed with a bolus via pump and drinking liquid. Cause for bg was unkown. Additionally, it was reported the customer observed air bubbles. Tandem technical support had customer prime air bubble out.